Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on (B)(6) 2017. The most recent information was received on 08-mar-2019. This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain"), nervous system disorder ("neurological disturbance, hospitalisation cortisone, I am no longer able to work, to do anything since placement of essure") and multiple sclerosis ("suspected multiple sclerosis") in a 49-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device deployment issue "attempt of release failed" on (B)(6) 2010. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced complication of device insertion ("impossible to place essure on one side/insertion failure/ right side, implant was not inserted"). In 2011, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), nervous system disorder (seriousness criterion hospitalization), multiple sclerosis (seriousness criterion medically significant), asthenia ("loss of strength/ important asthenia"), fatigue ("chronic and intense fatigue"), headache ("headache"), dysmenorrhoea ("very painful periods and ovulation"), ovulation pain ("very painful periods and ovulation") and arthralgia ("joint pain") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced dizziness ("dizziness with ebriety sensation"), paraesthesia ("tingling at the right arm"), visual impairment ("vision disorder") and disturbance in attention ("attention disorder"). The patient was treated with cortisone and surgery (inter-ovarian hysterectomy was performed then salpingectomy was performed). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain, nervous system disorder, multiple sclerosis, asthenia, fatigue, weight increased, headache, dysmenorrhoea, ovulation pain, arthralgia, dizziness, paraesthesia, visual impairment, disturbance in attention and complication of device insertion outcome was unknown. The reporter considered abdominal pain, arthralgia, asthenia, complication of device insertion, disturbance in attention, dizziness, dysmenorrhoea, fatigue, headache, multiple sclerosis, nervous system disorder, ovulation pain, paraesthesia, visual impairment and weight increased to be related to essure. The reporter commented: insertion report details from (B)(6) 2010: no general anesthesia. Uterine cavity was well seen. Good tolerance of patient. Ostia were not well seen and difficult to locate but finally found. Left side, implant was inserted easily with 8 coils. Right side, implant was not inserted, only 1-2cm of delivery catheter could be introduced in tube which was not sufficient. Attempt of release failed. Implant was in uterine cavity and removed with dormia. Since 2011, she was no longer able to work, no longer able to do anything since placement of essure. Laparoscopic hysterectomy report of (B)(6) 2017: general anesthesia. Patient had insertion failure so tubal ligation was performed. Later, the patient experienced headaches, dizziness with ebriety sensation, tingling at the right arm and vision disorder. She was treated for multiple sclerosis with corticoids therapy. She had also extremely important asthenia, attention disorder. She had abundant painful periods. A hysterectomy was suggested to remove the implants. On (B)(6) 2017inter-ovarian hysterectomy was performed then salpingectomy was performed at the end of intervention due to previous partial hysterectomy following tubal ligation. Quality-safety evaluation of ptc: sample not available since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 8-mar-2019: information received from attorney via legal department.insertion report details from (B)(6) 2010: no general anesthesia. Uterine cavity was well seen. Good tolerance of patient. Ostia were not well seen and difficult to locate but finally found.left side, implant was inserted easily with 8 coils. Right side, implant was not inserted, only 1-2cm of delivery catheter could be introduced in tube which was not sufficient. Attempt of release failed. Implant was in uterine cavity and removed with dormia.laparoscopic hysterectomy report of (B)(6) 2017: general anesthesia. Patient had insertion failure so tubal ligation was performed. Later, the patient experienced headaches, dizziness with ebriety sensation, tingling at the right arm and vision disorder. She was treated for multiple sclerosis with corticoids therapy. She had also extremely important asthenia, attention disorder. She had abundant painful periods. A hysterectomy was suggested to remove the implants.on (B)(6) 2017inter-ovarian hysterectomy was performed then salpingectomy was performed at the end of intervention due to previous partial hysterectomy following tubal ligation. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 24-mar-2017. The most recent information was received on 07-feb-2019. This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain"), nervous system disorder ("neurological disturbance, hospitalisation cortisone, I am no longer able to work, to do anything since placement of essure") and multiple sclerosis ("suspected multiple sclerosis") in a 49-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced complication of device insertion ("impossible to place essure on one side/insertion failure"), 10 months after insertion of essure. In 2011, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), nervous system disorder (seriousness criterion hospitalization), multiple sclerosis (seriousness criterion medically significant), asthenia ("loss of strength"), fatigue ("chronic and intense fatigue"), headache ("headache"), dysmenorrhoea ("very painful periods and ovulation"), ovulation pain ("very painful periods and ovulation") and arthralgia ("joint pain") and was found to have weight increased ("weight gain"). The patient was treated with cortisone and surgery (essure removal). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain, nervous system disorder, multiple sclerosis, asthenia, fatigue, weight increased, headache, dysmenorrhoea, ovulation pain, arthralgia and complication of device insertion outcome was unknown. The reporter provided no causality assessment for abdominal pain, arthralgia, asthenia, dysmenorrhoea, fatigue, headache, multiple sclerosis, nervous system disorder, ovulation pain and weight increased with essure. The reporter considered complication of device insertion to be related to essure. The reporter commented: since 2011, she was no longer able to work, no longer able to do anything since placement of essure. Quality-safety evaluation of ptc: sample not available since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 7-feb-2019: confirmation from the local health authorities that (deleted) case (B)(4) (MFR number 2951250-2019-00625) was a duplicate of this case. It included a new reporter (lawyer); consumer's demographic data; essure insertion date update ((B)(6) 2010); essure removal date ((B)(6) 2017); and new adverse event (impossible to place essure on one side/insertion failure). Regulatory authority (afssaps) reference number (B)(4) was also provided. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This case was reported via regulatory authority (B)(4) on 24-mar-2017. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ("abdominal pain"), nervous system disorder ("neurological disturbance, hospitalisation cortisone, I am no longer able to work, to do anything since placement of essure") and multiple sclerosis ("suspected multiple sclerosis") in a female patient who received essure. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient started essure. In 2011, the patient experienced abdominal pain (seriousness criteria medically significant and clinically significant/intervention required), nervous system disorder (seriousness criterion hospitalization), multiple sclerosis (seriousness criterion medically significant), asthenia ("loss of strength"), fatigue ("chronic and intense fatigue"), weight increased ("weight gain"), headache ("headache"), dysmenorrhoea ("very painful periods and ovulation"), ovulation pain ("very painful periods and ovulation") and arthralgia ("joint pain"). The patient was treated with cortisone and surgery will be required (steps underway for removal of essure). Essure treatment was not changed. At the time of the report, the abdominal pain, nervous system disorder, multiple sclerosis, asthenia, fatigue, weight increased, headache, dysmenorrhoea, ovulation pain and arthralgia outcome was unknown. The reporter provided no causality assessment for abdominal pain, nervous system disorder, multiple sclerosis, asthenia, fatigue, weight increased, headache, dysmenorrhoea, ovulation pain and arthralgia with essure. The reporter commented: since 2011, I am no longer able to work. Chronic fatigue, loss of strength, suspected multiple sclerosis, hospitalisation cortisone, etc. I am no longer able to do anything since placement of essure. Company causality comment: this non-medically confirmed spontaneous case report received via regulatory authority refers to a consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted and she presented neurological disturbance(seen as nervous system disorder) she was hospitalised treated with cortisone and she was no longer able to work, to do anything since placement of essure, abdominal pain and suspected multiple sclerosis. Steps were underway for removal of essure. The reported events are serious due to medical importance except nervous system disorder that is serious due to hospitalization. Abdominal pain is anticipated in essure's reference safety information while the other events are unanticipated. After essure insertion, pelvic, abdominal and uncharacterized pain may occur. In this particular case, the event occurred after insertion. Considering the event's nature and the compatible temporal relationship the causality cannot be excluded. Regarding the events nervous system disorder and suspected multiple sclerosis, considering essure's local action in fallopian tubes and their pathophysiology causality can be excluded. This case was regarded as incident since essure removal will be required. The product technical analysis has been sought. No further information will be available, because health authority does not allow active follow-up.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: r1704025) on 24-mar-2017. The most recent information was received on 08-mar-2019. This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain"), nervous system disorder ("neurological disturbance, hospitalisation cortisone, I am no longer able to work, to do anything since placement of essure") and multiple sclerosis ("suspected multiple sclerosis") in a 49-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced complication of device insertion ("impossible to place essure on one side/insertion failure/ right side, implant was not inserted"). In 2011, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), nervous system disorder (seriousness criterion hospitalization), multiple sclerosis (seriousness criterion medically significant), asthenia ("loss of strength/ important asthenia"), fatigue ("chronic and intense fatigue"), headache ("headache"), dysmenorrhoea ("very painful periods and ovulation"), ovulation pain ("very painful periods and ovulation") and arthralgia ("joint pain") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced dizziness ("dizziness with ebriety sensation"), paraesthesia ("tingling at the right arm"), visual impairment ("vision disorder") and disturbance in attention ("attention disorder"). The patient was treated with cortisone and surgery (inter-ovarian hysterectomy was performed then salpingectomy was performed). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain, nervous system disorder, multiple sclerosis, asthenia, fatigue, weight increased, headache, dysmenorrhoea, ovulation pain, arthralgia, dizziness, paraesthesia, visual impairment, disturbance in attention and complication of device insertion outcome was unknown. The reporter considered abdominal pain, arthralgia, asthenia, complication of device insertion, disturbance in attention, dizziness, dysmenorrhoea, fatigue, headache, multiple sclerosis, nervous system disorder, ovulation pain, paraesthesia, visual impairment and weight increased to be related to essure. The reporter commented: insertion report details from (B)(6) 2010: no general anesthesia. Uterine cavity was well seen. Good tolerance of patient. Ostia were not well seen and difficult to locate but finally found. Left side, implant was inserted easily with 8 coils. Right side, implant was not inserted, only 1-2cm of delivery catheter could be introduced in tube which was not sufficient. Attempt of release failed. Implant was in uterine cavity and removed with dormia. Since 2011, she was no longer able to work, no longer able to do anything since placement of essure. Laparoscopic hysterectomy report of (B)(6) 2017: general anesthesia. Patient had insertion failure so tubal ligation was performed. Later, the patient experienced headaches, dizziness with ebriety sensation, tingling at the right arm and vision disorder. She was treated for multiple sclerosis with corticoids therapy. She had also extremely important asthenia, attention disorder. She had abundant painful periods. A hysterectomy was suggested to remove the implants. On (B)(6) 2017 inter-ovarian hysterectomy was performed then salpingectomy was performed at the end of intervention due to previous partial hysterectomy following tubal ligation. Quality-safety evaluation of ptc: sample not available since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 8-mar-2019: information received from attorney via legal department. Insertion report details from (B)(6) 2010: no general anesthesia. Uterine cavity was well seen. Good tolerance of patient. Ostia were not well seen and difficult to locate but finally found.left side, implant was inserted easily with 8 coils. Right side, implant was not inserted, only 1-2cm of delivery catheter could be introduced in tube which was not sufficient. Attempt of release failed. Implant was in uterine cavity and removed with dormia. Laparoscopic hysterectomy report of (B)(6) 2017: general anesthesia. Patient had insertion failure so tubal ligation was performed. Later, the patient experienced headaches, dizziness with ebriety sensation, tingling at the right arm and vision disorder. She was treated for multiple sclerosis with corticoids therapy. She had also extremely important asthenia, attention disorder. She had abundant painful periods. A hysterectomy was suggested to remove the implants. On (B)(6) 2017 inter-ovarian hysterectomy was performed then salpingectomy was performed at the end of intervention due to previous partial hysterectomy following tubal ligation. This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain"), nervous system disorder ("neurological disturbance, hospitalisation cortisone, I am no longer able to work, to do anything since placement of essure") and multiple sclerosis ("suspected multiple sclerosis") in a 49-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Amendment: the report was amended on (B)(6) 2019 for the following reason: following internal review the event "attempt of release failed" was deleted. No new follow-up information was received from the reporter. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 24-mar-2017. The most recent information was received on 20-may-2019. This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain"), nervous system disorder ("neurological disturbance, hospitalisation cortisone, I am no longer able to work, to do anything since placement of essure") and multiple sclerosis ("suspected multiple sclerosis") in a 49-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced complication of device insertion ("impossible to place essure on one side/insertion failure/ right side, implant was not inserted"). In 2011, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), nervous system disorder (seriousness criterion hospitalization), multiple sclerosis (seriousness criterion medically significant), asthenia ("loss of strength/ important asthenia"), fatigue ("chronic and intense fatigue"), headache ("headache"), dysmenorrhoea ("very painful periods and ovulation"), ovulation pain ("very painful periods and ovulation") and arthralgia ("joint pain") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced dizziness ("dizziness with ebriety sensation"), paraesthesia ("tingling at the right arm"), visual impairment ("vision disorder") and disturbance in attention ("attention disorder"). The patient was treated with cortisone and surgery (inter-ovarian hysterectomy was performed then salpingectomy was performed). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain, nervous system disorder, multiple sclerosis, asthenia, fatigue, weight increased, headache, dysmenorrhoea, ovulation pain, arthralgia, dizziness, paraesthesia, visual impairment, disturbance in attention and complication of device insertion outcome was unknown. The reporter considered abdominal pain, arthralgia, asthenia, complication of device insertion, disturbance in attention, dizziness, dysmenorrhoea, fatigue, headache, multiple sclerosis, nervous system disorder, ovulation pain, paraesthesia, visual impairment and weight increased to be related to essure. The reporter commented: insertion report details from (B)(6) 2010: no general anesthesia. Uterine cavity was well seen. Good tolerance of patient. Ostia were not well seen and difficult to locate but finally found. Left side, implant was inserted easily with 8 coils. Right side, implant was not inserted, only 1-2cm of delivery catheter could be introduced in tube which was not sufficient. Attempt of release failed. Implant was in uterine cavity and removed with dormia. Since 2011, she was no longer able to work, no longer able to do anything since placement of essure. Laparoscopic hysterectomy report of (B)(6) 2017: general anesthesia. Patient had insertion failure so tubal ligation was performed. Later, the patient experienced headaches, dizziness with ebriety sensation, tingling at the right arm and vision disorder. She was treated for multiple sclerosis with corticoids therapy. She had also extremely important asthenia, attention disorder. She had abundant painful periods. A hysterectomy was suggested to remove the implants. On (B)(6) 2017 inter-ovarian hysterectomy was performed then salpingectomy was performed at the end of intervention due to previous partial hysterectomy following tubal ligation. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 20-may-2019: quality-safety evaluation of ptc. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was reported via regulatory authority ansm (reference number: (B)(4)) on 24-mar-2017. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ("abdominal pain"), nervous system disorder ("neurological disturbance, hospitalisation cortisone, I am no longer able to work, to do anything since placement of essure") and multiple sclerosis ("suspected multiple sclerosis") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. In 2011, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), nervous system disorder (seriousness criterion hospitalization), multiple sclerosis (seriousness criterion medically significant), asthenia ("loss of strength"), fatigue ("chronic and intense fatigue"), weight increased ("weight gain"), headache ("headache"), dysmenorrhoea ("very painful periods and ovulation"), ovulation pain ("very painful periods and ovulation") and arthralgia ("joint pain"). The patient was treated with cortisone and will be treated with surgery (steps underway for removal of essure). Essure treatment was not changed. At the time of the report, the abdominal pain, nervous system disorder, multiple sclerosis, asthenia, fatigue, weight increased, headache, dysmenorrhoea, ovulation pain and arthralgia outcome was unknown. The reporter provided no causality assessment for abdominal pain, arthralgia, asthenia, dysmenorrhoea, fatigue, headache, multiple sclerosis, nervous system disorder, ovulation pain and weight increased with essure. The reporter commented: since 2011, I am no longer able to work. Chronic fatigue, loss of strength, suspected multiple sclerosis, hospitalisation cortisone, etc. I am no longer able to do anything since placement of essure. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term. In this particular case a search in the database was performed on 18_may_2017 for the following meddra preferred term: abdominal pain. The analysis in the global safety database revealed 1048 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: sample not available since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 17-may-2017: quality safety evaluation of ptc. Company causality comment: this non-medically confirmed spontaneous case report received via regulatory authority refers to a consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted and she presented neurological disturbance (seen as nervous system disorder) she was hospitalised treated with cortisone and she was no longer able to work, to do anything since placement of essure, abdominal pain and suspected multiple sclerosis. Steps were underway for removal of essure. Abdominal pain is anticipated in essure's reference safety information while the other events are unanticipated. After essure insertion, pelvic, abdominal and uncharacterized pain may occur. In this particular case, the event occurred after insertion. Considering the event's nature and the compatible temporal relationship the causality cannot be excluded. Regarding the events nervous system disorder and suspected multiple sclerosis, considering essure's local action in fallopian tubes and their pathophysiology causality can be excluded. This case was regarded as incident since essure removal will be required. The product technical analysis resulted in an unconfirmed but plausible product quality defect. Since no batch number was reported, a batch investigation with respect to similar adverse event cases is not applicable. No further information will be available, because health authority does not allow active follow-up.